Event description:
Customer reportedly obtained results of 281 mg/dl, 110 mg/dl, and 102 mg/dl, on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.